Manufacturer narrative:
Analysis result: product: novolog flexpen, lot no: vzf0063. Drug conclusion: cartridge/preparation: the returned product was examined visually. The expiration date of the product was 01/2010. We cannot guarantee the quality of the product past the expire date. The rubber membrane was found to be delaminated as a result of being pressed up through the aluminium cap. This indicates that the cartridge was used with an incorrectly attached or blocked needle. If extensive force was applied to the cartridge during the delivery of insulin the rubber membrane would be delaminated. Device conclusion: pen parts/mechanism: technical, visual, and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing/investigation of the pen, it has not been possible to detect any irregularities. Product: novolog flexpen, lot no: xzf0034. Drug conclusion: cartridge/preparation: a visual examination of the received sample has been performed. Furthermore, trending on the batch has been performed. Nothing abnormal was found. An examination of a reference sample showed nothing abnormal. Device conclusion: pen parts/mechanism: technical, visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing/investigation of the pen, it has not been possible to detect, any irregularities. However, the pen has a gap between the piston and the piston rod, which is above 12 iu, use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the pen without a needle attached. Otherwise, temperature fluctuations may cause breakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the pen. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. Furthermore, a foreign matter is observed on the pen. The function of the pen and dose accuracy is not affected. The foreign matter is evaluated not to relate to any novo nordisk processes. Product: novofine g30, 8mm, lot no: unk. Needle conclusion: as the novofine 30g needle was not reported as a suspected product by the consumer, by mistake, the needles were discarded therefore no investigation can take place. Case conclusion: product info (1): nothing abnormal was found with the device mechanism. The expiry date of the product was 01/2010. We cannot guarantee the quality of the product past the expiry date, therefore, no investigations regarding the preparations have been performed. The observed problem with the delaminated rubber membrane is due to incorrect handling during use. Product info (2): nothing abnormal was found with the device mechanism. The observed problem with the gap and the foreign matter on the pen is due to incorrect handling during use. (B)(4). Since the last submission of the case, the following info has been updated: physician added as primary reporter due to medical confirmation of the report. Novofine 30g added as a suspected product. Narrative updated to reflect new changes.

Event description:
Plunger broke and floating inside pen; pen was not dispensing [device breakage] ([drug dose omission], [blood glucose increased]) leaving needles attached during storage [incorrect product storage]. Case description: the incident does not represent a serious public health threat. (B)(4). This spontaneous case from (B)(6) was reported by a consumer as "plunger broke and was floating inside pen, not getting insulin as pen was not dispensing, high blood sugar and leaving needles attached during storage", and concerns a (B)(6) female pt treated with novolog flexpen (insulin aspart) from 2008 and ongoing and novofine 30g needle from an unk date and ongoing due to type 1 diabetes mellitus. (B)(6). Medical history includes type 1 diabetes mellitus, hypertension, and lupus erythematosus. A pt reported that at 2:00 am on (B)(6) 2011, she awoke due to excessive sweating which caused her clothes and bed sheets to be wet, and she "did not feel good". She checked her blood sugar and it was 600 mg/dl. She called 911. While she waited for emergency services to come, she gave herself a dose of novolog. Emergency services came and checked her blood sugar and it was 630 mg/dl. It was at this time that the pt noticed the broken plunger floating inside her novolog flexpen, and concluded that due to this, the pen had not been dispensing any insulin which was why her blood sugar was so high. She was taken to the hospital. While in the hospital, she was treated with an unk intravenous medication which was continued until her discharge. Treatment with novolog was ongoing. The pt recovered from all of the events (exact stop date for each event unk), and she was discharged on (B)(6) 2011. The pt indicated that she leaves the needles on her pens. The customer stated that she considers the events of "not getting insulin as pen was not dispensing and high blood sugar" to be related to the event of "plunger broke and was floating inside pen, and pen was not dispensing". In follow-up, the physician reported he "was unaware of the situation until after the fact". The overall outcome was reported as "recovered".